Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced sexual dysfunction ("sexual dysfunction"). In (B)(6) 2017 and (B)(6) 2017 she underwent medical device removal (seriousness criteria medically important and intervention required) by hysterectomy (laparoscopic) (with ovaries conserved) and salpingectomy (bilateral)). The reporter considered medical device removal and sexual dysfunction to be related to essure administration. The reporter commented: two essure removal dates were reported: (B)(6) 2017 and (B)(6) 2017 with hysterectomy (laparoscopic) (with ovaries conserved) and salpingectomy (bilateral). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In february 2012, the patient had essure inserted. An unknown time later she experienced sexual dysfunction ("sexual dysfunction") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy (laparoscopic) (with ovaries conserved) and salpingectomy (bilateral)). Essure was removed in september 2017. The reporter considered medical device removal and sexual dysfunction to be related to essure administration. The reporter commented: two essure removal dates were reported: mar 2017 and sep 2017 with hysterectomy (laparoscopic) (with ovaries conserved) and salpingectomy (bilateral). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-jan-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.